Event description:
It was reported that a 53-year-old caucasian female patient underwent breast surgery with a 800cc mentor memorygel breast implant on both sides and was presented with breast implant rupture on her left side postoperatively. As a result, the patient underwent left side replacement surgery with 800ml profile implant on (B)(6) 2020. On (B)(6) 2025, mentor became aware that the procedure performed was breast reconstruction surgery, the patient underwent left side surgical intervention, and also experienced generalized illness symptoms including fatigue, brain fog, memory loss, muscle aches, joint pain, hair loss, dryness throughout the body, gastrointestinal issues, digestive issues, and thyroid issues. Right side device is still implanted and at the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right side. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2025, mentor became aware that the patient experienced autoimmune symptoms including fibromyalgia, hypothyroidism, high cholesterol, migraines, and dryness throughout the body. Clinical code "autoimmune disorder" has been added to field h6 on this form. Mentor was also made aware that the patient's right side device is scheduled to be explanted on (B)(6) 2025. The following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2025. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right autoimmune disorder. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).